Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown, however, it was reported that the device had been in place for approximately six months. According to the complainant, post procedure, the patient had erosion of the stomach lining. The device was replaced with another bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown, however, it was reported that the device had been in place for approximately six months. According to the complainant, post procedure, the patient had erosion of the stomach lining. The device was replaced with another bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be okay.